Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure: gastric bypass. According to the reporter, the tip of the device broke during the case. All pieces were recovered and removed from the patient's cavity. The staff used another device and was able to continue the case.